Event description:
It was reported that the screen of this programmer froze during threshold testing three separate times. There were no adverse patient effects reported as a result.

Manufacturer narrative:
Upon receipt, visual inspection of the programmer identified no anomalies. Next, the programmer was put through, and passed, an automated test system that electrically tests the standard functions of the programmer. After this, the programmer was powered on to check for error reports or boot-up issues. No anomalies were noted. All patient data was erased. The psa system was then tested for proper functionality. All psa functions operated normally. Next, several different test devices were interrogated multiple times, confirming there were no communication problems between the devices and programmer. The ECG and zip telemetry functions were tested, with no issues observed. Additionally, the touch screen was checked for functionality and calibration, with no issues noted. Finally, the system log files were extracted from the programmer and were reviewed for error codes. No error codes were noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. This product passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.